Event description:
On (B)(6) 2014, it was reported that the patient's infusion tubing was cracked. The patient stated that it may have gotten caught on something. The patient's blood glucose level was elevated to 496 mg/dl. He was taken to the hospital and treated with an infusion of saline and insulin via injection. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). No product available to be returned.